Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm tenaculum forceps instrument did not grasp and hold the tissue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the problem reported was the instrument does not grasp and hold the tissue and the team did not mention that anything fell into the patient. There was no problem reported about the instrument during the previous case done by dr. (B)(6). There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The grips were aligned. A minor localized damage was observed on the tenaculum forceps tip. Functional testing confirmed that the grip tips were able to grasp and hold as intended. The instrument was fully functional. Additional observation(s) not reported by site: the instrument was found to have a broken grip at the grip base. A piece approximately 0.39mm x 0.31mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue related to the customer reported event. Furthermore, the probable root cause for broken grip tips is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.